Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint, "there was an unknown issue with a stapler instrument". Failure analysis found the primary failure of failed during initialization to be related to the customer reported complaint. The instrument was found to have hi drivetrain friction homing failures based on log review. The instrument was placed on an in-house system. The instrument passed during initialization. The I-beam was extended and did not find any lodged staples in the I-beam path. No damage found to the I-beam. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an unknown issue with a stapler instrument. The procedure was completed by converting to another da vinci system with no reported injury. Isi has attempted to obtain additional information regarding the event, however, as of the date of this report, no further details are available from the customer.